Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar (fb) instrument tips were broken. There was no report of patient involvement.